Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 9:00 am after the end user alleged that he received lower than normal blood glucose readings from his prodigy diabetes meter. The end user experienced dizziness and passed out accompanied with a blood glucose reading of 45 mg/dl. The paramedics were called and upon their arrival they performed a blood glucose test with their meter and the result was 82 mg/dl. The end user was given an IV of fluid to assist in stabilizing his blood glucose levels and it was not necessary to transport him to the ER. No additional details were provided in regards to this medical event.